Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported an I-stat ctni cartridge yielded a whole blood result of 0.14 ng/ml at 16:18 on (B) (6) 2009. On (B) (6) 2009 the same sample was tested using plasma yielded a result of 0.00ng/ml. The sample handing of the specimen tested a day later is unk. Our product labeling states the specimen is to be tested within 30 min.